Event description:
It was reported that, this left ventricular (lv) lead exhibited high out of range impedance measurements. The patient was contacted for an outpatient visit and the lv lead was initially programmed with a bipolar pacing vector. On device interrogation, some noise oversensing could be noted on the lv channel but bipolar impedance was within range. All other electrical parameters (lv lead and other leads) were normal. Therefore, the lv lead was temporarily programmed in distal electrode to can. Provocative maneuvers were performed, but impedance was always within range. The same procedure was performed in the proximal electrode to can configuration. In this case the impedance readings were high out of range after some maneuvers. Therefore, a permanent pacing vector was programmed in the distal lead to can. The patient will continue a latitude follow up and the lv tip to can pacing impedance will be closely monitored. A fracture was suspected. This lv lead remains in service. No adverse patient effects were reported.